Event description:
It was reported that a pt of dr. Was receiving an infusion of vitamins b12, b6 and folic acid with the administration set in use. The pt suffered an anaphylactic reaction after 400 ml had been infused. The reaction was treated. No further adverse effects were reported.